Event description:
Event description guidant received information that the chest x-ray shows a fracture, the atrial (fineline ii ez) impedance is 590, and the ventricular (fineline ii) impedance is 470. There is no atrial pacing threshold. Ventricle is 100% paced. Physician elected to leave as is - patient is doing fine. No surgical intervention.